Event description:
The manufacturer received information alleging that a battery alarm sounded on a ventilator. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, internal and detachable battery depleted error codes were confirmed in the error log. The interface board was replaced to address the issue.